Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb has slight damage and the bottom roll on the end where the ratchet attaches are jagged. The comb, bottom roll, and gear were replaced and the carrier guide was replaced per design change and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the device was sent in for preventative maintenance. There was no patient involvement. During product evaluation, it was found that the comb was damaged. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.